Manufacturer narrative:
(B)(4). No physical product has been returned for evaluation. The evaluation of the provided photographic sample is anticipated, but not yet begun. A batch review was not possible in this instance, as the lot number was not provided. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking at the seam where the administration port joins to the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.